Event description:
It was reported that the radio frequency (rf) programmer head would not recognize the implanted device during the follow up of a patient. After several attempts it was necessary to use another head. The rf head was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the radiofrequency (rf) head cable was out of electrical specification. As a result it was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.